Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the generator did not pace and it was attributed to its board connect flexes not being seated properly into the main printed circuit board. It was additionally noted that the upper case and the battery drawer were damaged, the lower case and two side bail covers were broken, the battery contacts were compressed, the ring was bent and the keyboard was scratched. It was recommended that the device be scrapped in-house. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator did not pace and additionally that it was being returned as an exchange for an updated model. No patient complications have been reported as a result of this event.